Event description:
Boston scientific received information that this clinic nurse, contacted technical services in (B)(4) 2008 to report electrogram noise on the right ventricular (rv) pace/sense and rv shock channel. This was associated with oversensing and divert-reconfirm episodes. The clinic nurse discussed reprogramming of the device's rv sensitivity floor. Lead impedance and r-wave measurements were normal. Technical services discussed additional trouble-shooting including isometrics. Subsequently, boston scientific received information in (B)(4) 2008 from the local sales representative that there was a discussion with the physician about the possibility of leads reversed in the header. The patient was presented for follow-up. Dft testing was performed and was successful at 14 joules. No noise was identified during pocket manipulation, however, some noise present with patient isometrics. The patient is a body builder. The ventricular sensitivity floor was permanently reprogrammed to least. No further intervention was undertaken at that time. Subsequently, boston scientific received information in february 2010 from latitude customer support that this device was deactivated due to a reported lead fracture. The patient was being deactivated from the latitude monitoring system. Information was received from the local representative that this rv defibrillation lead was fractured and the physician had been discussing options with the patient including lead replacement. The device's tachycardia mode was deactivated.

Event description:
--

Manufacturer narrative:
The lead was returned severed (12cm from the is-1 terminal pin) and an extracting stylet remained inside of the distal segment. There were set screw marks identified on all terminal connectors. This is consistent with terminal pin-set screw contact. Electrical continuity testing of the proximal segment was normal, however, this test could not be performed on the distal segment because of entrapment of the extracting stylet. The segments were put through and passed insulation integrity testing. Although the clinical observation of electrogram noise and oversensing could not be confirmed, no conductor fracture was identified.

Manufacturer narrative:
The lead was returned to boston scientific's post market quality assurance laboratory and is currently undergoing analysis testing.